Event description:
It was reported that the patient was no longer able to charge the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years from the procedure date.